Event description:
Event summary: it was reported that the patient had repeated replace backup battery alarms despite having changed the backup battery since implant. A review of the log files confirmed the backup battery fault alarms. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of a backup battery fault alarm was confirmed via the log file. A review of the submitted log file spanned approximately 5 days (01jan00, 07jul22, 08jul22, 11jul22, and 12jul22 per time stamp). On 07jul22 at 20:01 and 20:04, 08jul22 at 00:40 and 04:41, 11jul22 at 10:49, 12jul22 at 09:37 and 09:57 when the white power cable was disconnected, a backup battery fault alarm activated due to a test circuit fault. The alarm cleared shortly after the white cable was reconnected. The battery was reset several times in the log file without resolving the alarm. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The system controller, serial number hsc-114854, was not returned for analysis. Additional information provided on 14jul22 stated that the controller was exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery fault alarms. Heartmate 3 instructions for use, rev. C, section 2 ¿system operations¿ states that replacement of the 11v backup battery should be considered when less than 6 months remain before the mandatory replacement date. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.